Manufacturer narrative:
(B)(4).

Event description:
The probable cause could not be determined post-investigation as the allegation was not found.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the receiver display was frozen. No product or data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
The product was evaluated. An external visual inspection was performed and passed. A receiver charge and boot was performed and failed due to the device perpetually rebooting. The log was not downloaded for review due to the device perpetually rebooting. Confirmation of the complaint was not confirmed. The probable cause could not be determined. No injury or medical intervention was reported.